Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to noise and increased pacing impedance was observed on the right ventricular (rv) lead. The physician elected to monitor the patient. The patient was in stable condition.